Event description:
The reporter stated the surgeon inserted a 16.5 diopter aa4204vl silicone single piece lens and the posterior capsule ruptured due to the rapid delivery of the iol. The incision was enlarged to remove the lens and a vitrectomy was performed. A three piece iol was implanted and sutures were required to close the incision. The patient's current condition is good. The reporter stated the cause of the capsule tear was due to the injection system.